Event description:
It was reported by the independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve is not shifting. No additional malfunctions were reported. No patient injury or additional information provided.